Event description:
It was reported that after an scs trial procedure on (B)(6) 2023, patient experienced leg weakness. Attempts to reprogram were unsuccessful. As a result, the trial lead was explanted. The issue was resolved. The investigation did not determine lead that was responsible for patient's leg weakness.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3086, UDI: (B)(4), serial: (B)(4), lot: a000136456. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.